Event description:
It was reported that a shoulder arthroscopy procedure using a speedlock implant with inserter handle, when the implant was deployed the firing mechanism did not work and the implant could not be locked into place. Two additional like implants were tried, however yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no patient complications reported as a result of this event.